Manufacturer narrative:
The customer reported to have performed testing on the device and the reported issue was not replicated. The device passed performance verification testing and returned to service.

Event description:
It was reported to philips that the device's blower annunciated a high temperature alarm. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.